Manufacturer narrative:
Corrected summary to clarify serious incident narrative.

Event description:
Customer called to provide details of emergency medical assistance due to low reading. Customer was not able to give the date of the incident. Blood glucose was in the 20s mg/dl at the time of admission. Customer thinks they waited too long to have lunch that resulted the low blood glucose. Auto mode feature was not active at the time of the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported they received emergency medical assistance due to low and high blood glucose on an unspecified date with an unknown blood glucose value at the time of the incident. The customer stated they had the ambulance called once and another time they collapsed. It was unknown if auto mode was active during the event. Troubleshooting for the low and high blood glucose was not completed as the customer declined. The customer reported they did not have any damage on the retainer ring of the insulin pump. The insulin pump will not be returned for analysis.